Event description:
Mandrel wire stuck n plastic sleeve ¿ unable to remove it. This has happened a few times. Product did not have patient contact. A second single wire was opened to complete the procedure. Manufacturer response for 4f micropuncture set, (brand not provided) (per site reporter) email has been sent to the rep. No response yet.